Event description:
It was reported the pt's ipg was moving around in the pocket causing pain. The pt underwent revision surgery where her ipg was replaced with an eon mini ipg and relocated to her back.

Manufacturer narrative:
Evaluation, results: the complaint was not confirmed. As received, the ipg was in good condition. Microscopic inspection did not reveal any anomalies that would have contributed to the discomfort complaint. The ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. The complaint for the ipg flipping in the pocket cannot be confirmed through product analysis testing alone. Visual inspection of the ipg did not reveal any anomalies which would have contributed to the ipg flipping. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.